Event description:
It was reported to boston scientific corporation that a jinro pigtail procedural kit was used during a nephrostomy procedure on (B)(6) 2015. According to the complainant, on (B)(6) 2015, they found that the catheter was broken distal to the area where they wrapped the suture for catheter fixation. The device was explanted on an unknown date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual examination of the returned jinro pigtail procedural kit revealed that the catheter was received in two sections and the device had evidence of use. However, the unit did not have evidence of degradation, indicating that it was most likely broken due to anatomical/procedural factors that could have affected the device performance. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jinro pigtail procedural kit was used during a nephrostomy procedure on (B)(6) 2015. According to the complainant, on (B)(6) 2015, they found that the catheter was broken distal to the area where they wrapped the suture for catheter fixation. The device was explanted on an unknown date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.